Event description:
Additional information was received indicating a software download was performed to restore normal device settings and resolve the event. Then, during another in-clinic follow-up, the device was able to be interrogated successfully. In addition, the battery longevity was normal. The patient will be closely monitored via merlin.net.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, interrogation of the device revealed the implant date had not been previously programmed. The implant date was added and the device was re-interrogated, but showed an incorrect measurement of current drain and battery longevity. The patient was admitted into the hospital and the device was re-interrogated the following day and showed the correct measurements of current drain and battery longevity. Furthermore, technical support was contacted and the device was restored to nominal settings. In order to resolve the event, remote transmissions are being sent and the patient is anticipated to be brought into clinic to confirm if the measurements are accurate. The patient was stable and will continue to be monitored.